Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx30mm (product code encr403012, lot number: 9664730) was impeded at the microcatheter tip of a prowler select plus 150/5cm (product code 606s255x, lot number: 31634751) and could not be further advanced. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or clinical impact. No additional information is available. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the concomitant enterprise system was stuck inside the microcatheter. The stent component and distal tip of the delivery wire were noticed to be protruding from the distal end of the microcatheter. No additional damages were noted. The components were inspected under x-ray imaging, and no appearance of damages were noted. Microscopic inspection revealed a flattened condition on the distal end of the microcatheter, from 0.2 cm to 4.4 cm from the distal end of the microcatheter. The microcatheter was confirmed to be within specifications for the outer diameter (od). A manufacturing record evaluation was performed, and internal actions related to the reported complaint condition were identified. The customer complaint is confirmed due to the flattened condition at the distal end of the microcatheter. According to the risk documentation, the inability to deliver the therapeutic device to desire location is a potential issue that can occur during the insertion of the microcatheter into the rhv of guiding / intermediate catheter or sheath, and can result in the microcatheter getting damaged or kinked during use. The instructions for use (IFU) provides proper handling instructions to prevent such issue from occurring. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx30mm (product code encr403012, lot number: 9664730) was impeded at the microcatheter tip of a prowler select plus 150/5cm (product code 606s255x, lot number: 31634751) and could not be further advanced. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the surgery. There was no reported patient consequence or clinical impact. No additional information is available.